Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6 device evaluation: based on the device analysis the final assessment is: ¿ deflation/use error: delamination of the diaphragm valve assessed as adhesive failure. Observed opening device assessed as surgical damage. ¿ particles in valve: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.